Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1wa3r, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 14-nov-2022, UDI#: (B)(4). This event was also reported under manufacturer report #3007566237-2019-00370. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins). Rep said impedances looked fine when testing at 2.0v on an external neurostimulator (ens), but the 12 and 23 contacts showed >4000 ohms when they went to the ins. Caller said they cleaned the lead multiple times (at least twice) and tried testing with the ens again, but the issue persisted. Caller also added they swapped out the ins already prior to calling. The call center reviewed considerations for closing up the patient (testing the contacts, looking for motor response). The rep noted they tested impedances up to 4.0v and 300 microseconds. Additional information received from a rep who confirmed the information with the healthcare provider (hcp). The first ins will not be returned to the manufacturing company. The cause of the high impedance issue was not determined. The actions/interventions taken to resolve the high impedance issue included moving the lights, unplugging the ins multiple times, cleaning the leads multiple times, verifying the port wasn¿t contaminated and testing again, removing and unplugging again, increasing the voltage and increasing the pulse width. Afterwards, the ins was changed and the patient felt appropriate stimulation after implant. No further patient complications have been reported as a result of this event.